Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version#: 1.1.0. G2: foreign country: south korea. H3: a manufacture representative (rep), went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14. H3: a software analysis was performed and did not confirm the reported issue. The results of the software analysis concluded, that as per the information provided on 2024-06-21. The site confirmed, that the reported issue was, due to user error. And there was no software failure found. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that there were issue importing patient images. There was no patient involved. Additional information was received. The issue was, due to user error. And they were able to import the same scans without issue.